Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name. Is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Initial procedure date. Was the patient adult or child? Who was the patient? What date did the patient present with abscess (# post op days)? Location of abscess. How was the abscess treated? Please indicate what medical or surgical intervention was performed? Why was the surgicel powder used during the initial procedure? How much powder was used? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Where exactly was the surgicel powder used? Were any cultures performed? If yes what was the result? What are the patient¿s demographics? (Age or dob, bmi, past medical history) what is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat device was used. The physician opined that the absorbable hemostat device caused an abcess. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure name ¿ robotic hysterectomy . Is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Assumption made that he had just started using powder . Initial procedure date - unk . Was the patient adult or child? Who was the patient? Adult . What date did the patient present with abscess (# post op days)? Unk . Location of abscess ¿ in the pelvis . How was the abscess treated? Please indicate what medical or surgical intervention was performed?no intervention other than monitoring and antibiotics . Why was the surgicel powder used during the initial procedure? Broad surface oozing . How much powder was used? Unk . Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Unk . Where exactly was the surgicel powder used? Pelvis . Were any cultures performed? If yes what was the result? No . What are the patient¿s demographics? (Age or dob, bmi, past medical history) - unk. What is the lot number of product used? Unk . What is the patient¿s current status? Fine . What is the surgeon¿s etiology of the event? Unk.